Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 20 mmol with nausea, symptoms of dehydration, extreme thirst, excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal rate delivery settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump¿s basal history did not match the programed basal rates. This complaint is being reported because the reported health event was attributed to a device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: a review of the black box indicated that the last bolus delivery was a 6.4 unit ezcarb bolus at 18:53 on (B)(6) 2017, and the last basal delivery occurred on (B)(6) 2017. The black box indicated that the basal rates were manually adjusted to include a 0.425 unit per hour at 00:00 on (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).